Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14a09029, h13k14046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. On an unreported date while in the hospital, the patient was treated with vancomycin (dose, frequency and route not reported) for peritonitis. At the time of this report, the patient had not recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).